Event description:
It was reported that the patient has been lost to follow-up and noted to have received a shock. Review of the egms revealed noise. The noise was reproduced with pocket manipulation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.